Event description:
The patient, suffering from rectal carcinoma, underwent a low anterior resection with loop ileostomy. Side to end anastomosis was performed with car device. During the procedure the instrument failed to close initially. There was a need of extra strength and manipulation to operate the cutting mechanism to accomplish the anastomosis. As a result of the malfunction the anastomosis was ruptured on the distal side (rectum) and the ring was exposed. A new anastomosis was performed.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer ((B) (4)) and importer ((B) (4)). Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. This is the first time that alleged malfunction of this type has been reported to the company. The production history files indicated that the device was released pursuant to the product specifications. Device evaluation revealed no failure and the device was found to be within its specification. Signs of frictions were found on the anvil rod, but could be related to improper use rather than to a defective condition in the product at issue. Attempts to simulate the occurence have failed to replicate the alleged malfunction, or indicate its cause. Although the cause for the malfunction could not be identified, as an added precaution, and additional qc test was added to the manufacturing process at the final operation test, and production training was performed.